Event description:
Doctor reported event of "discomfort or pain at port site" from journal article: "reasons and outcomes of laparoscopic revisional surgery after laparoscopic adjustable gastric banding for morbid obesity", surgery for obesity and related diseases 6 (2010) 391-398. This medwatch represents the 2 pts listed in table 2 of the article who were diagnosed with "discomfort or pain." It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."